Event description:
Hot dry air / fluidized unit used on ph arm. Ph c/o hot and burning. Arm red. No blister ice applied. Had minimal redness when leaving rehab outpatient department. Follow-up. No redness or burn per patient. (B) (4) biomed department found nothing in error noted. Did have a noise so motor was changed. Was cleared and placed back in service. Highest temperature reached 115 degrees.